Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: a call service 064 alarm was observed in the alarm history. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no issues duplicated. The display screen was dim and discolored. The battery compartment was found to be cracked.